Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube has a 2.5 inch long by .250 inch wide section with material removed on one side. Damaged area is parallel to the tube axis and has a rough surface finish due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Also observed were faint scratch marks on the opposite side of the tube. These scratches are likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instruments intraoperatively. This may result in damage to the instruments or other unintended consequences, such as the disconnection of the instrument tip.

Event description:
It was reported that after sterilization the large needle driver instrument was found with "fibers coming out from the shaft". No add'l info was provided. No pt harm, adverse outcome or injury was reported.